Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Moisture damage was also found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error displayed on the screen after being exposed to moisture. Customer's blood glucose value was 123 mg/dl at the time of incident. The customer stated that the insulin pump had crack on the side of the battery compartment. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.